Event description:
A family member reported unspecified elevated blood glucose levels for the past week. At the same time, she reported that the pump does not provide warnings when the cartridge is low. She said that on occasion, the cartridge was empty without alarming. She reviewed the alarm history and said that there were low cartridge warnings and no empty cartridge alarms. The settings were programmed to emit a high audible tone. Mom stated that the pump does not vibrate or emit audible tones. A review of the bolus history indicated that all boluses were completed as programmed. A review of the total daily dose delivery indicated that accurate and expected amounts of insulin were delivered. A review of the prime history indicated volumes of 11 to 13 units. The family member indicated that the pt was not ill or stressed, she changes infusion sets routinely every two days, the rotation pattern is appropriate, the infusion sites are not red, tender, or warm, and there is no breakage of insulin.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.